Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of a ¿infection¿ could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition is unknown

Event description:
The manufacturer became aware of a published article titled ¿long-term results and explant analysis of the remotion total wrist arthroplasty¿. Allegedly, the author indicated that (1) patients required revision surgery due to infection. The author states ¿a periprosthetic infection treated by a two-stage revision to arthrodesis, 3 years after the primary operation.¿